Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken clamp was inconclusive since the original sample was not returned for investigation and the returned sample was an unused device that did not exhibit any damage or defects. A functional test of cycling the unused clamps in an open and closed position revealed nothing remarkable. The clamps were hyperextended, but no breaks occurred. It was reported that peroxide was used to clean the device prior to dressing change. Hydrogen peroxide is listed as a recommended cleaning solution for the exit site. The recommended cleaning solution for the catheter luer-lock connectors and end caps is povidone iodine. No further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of reas0850 showed six other similar product complaint(s) from this lot number. The complaints for this lot number (reas0850) have been reported from the same facility.

Event description:
It was reported by the facility via the sales rep that the clamp broke when the patient came in for dialysis, it was the venous clamp. On (B)(6) 2017-the facility contact stated that they use peroxide to clean the device prior to dressing change. The facility contact stated the clamps were not brittle. The clamps broke on the back in a "straight clean" line.